Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient stated that when he squeezes his inflatable penile prosthesis (ipp) pump, it goes flat and stays flat. He states that he thinks the system may have lost fluid. He does have an appointment with a urologist for assessment of the device.